Manufacturer narrative:
Treatment tip was returned and evaluated. Service was unable to verify the glowing of the tip, however a burnt trace on the surface membrane was found. Tip passed flow test and failed leak test. Tip failed visual inspection for damage on the surface membrane. Dielectric breakdown was observed. A review of the manufacturing records showed all requirements were met. Investigation found glowing from the tip membrane was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane.

Event description:
Practitioner reported they had a tip that seemed to glow and the tip felt warm, they stopped using it immediately. There was no adverse event or patient impact.